Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit and was able to isolate the issue to a ribbon cable not being fully inserted into the connection block on the gas delivery engine. The field service representative reinstered the ribbon cable and tested the unit per manufacturer specifications and the unit is operating to correct specifications. (B)(4).

Event description:
The customer stated that this unit is alarming vent inop and has multiple errors in the error log. The customer also stated that the unit was not on a patient when the problem occurred.